Event description:
The handheld was returned to our europe office prior to shipment to houston. Upon review, the touchscreen seems not to respond properly to touches with the stylus, as sometimes the commands can be activated by touching the screen insistently or strongly, but most of the occasions the screen just does not respond. One interrogation of a "not for human use" generator was successfully completed by attempting many times to start it, repeatedly touching the "interrogate device" button. This appears to be a mechanical problem - screen responsiveness issue. The serial cable and the charger were not included. The handheld and software have been received for analysis and completion is pending.

Event description:
Product analysis of the serial cable was approved on (B)(6) 2013. An analysis was performed on the returned serial cable and the reported "faulty serial cable" allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
A physician from spain reported that his handheld computer stopped working. He performed a reset five times and it still did not respond. The event did resolve with troubleshooting but is a reoccurring event. The handheld is being attained for analysis.

Event description:
Product analysis was completed on (B)(4) 2012. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. The flashcard and software performed according to functional specifications. The handheld was returned for the following alleged reason: "mechanical problem, screen responsive issue". An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . On (B)(6) 2012, it was reported that event was resolved following replacement of the wand to handheld connector cable. Attempts for product return have been unsuccessful.

Event description:
The handheld serial cable was received for analysis (B)(6) 2013. Analysis is pending.

Manufacturer narrative:
Name of device, corrected data: previously submitted MDR indicated this was the programming software. Additional information was received indicating that the suspect medical device is the programming computer. Device available for evaluation, corrected data: a previously submitted MDR indicated that the suspected medical device was returned for evaluation. Additional information was received indicating that the suspect medical device was different from that initially reported and has not been returned. Device evaluated by MFR, corrected data: the suspected medical device has not been returned for evaluation. This report is being submitted to correct this information.